Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and fentanyl via an implantable pump for spinal pain indications for use. It was reported that 'about a month ago, ' they started having issues with their personal therapy manager (ptm) connection taking an extremely long time and they saw a red error message that they think stating something about reconnecting. The patient also mentioned that the handset "loses a minute every month". The issue got a little worse as time went by, but they would say the last month since the beginning of the year has been horrible and gradual. They have severe arthritis in that hand and sometimes they put a book behind them and/or a pillow to hold the communicator in place because their pump was located on their lower back on their left side. While on the call, the patient mentioned they were saw a red screen error message on their handset, but it has since gone away. The patient also mentioned that they were spending 20 minutes daily holding the controller on their back and waiting for it to connect and deliver the bolus. They use oral medication as needed and would use them when the ptm was taking so long to connect for a bolus. The agent assisted the patient in clearing data on the handset. The patient will monitor and call back if issue persists. They used to have fentanyl in the pump, but they felt awful and sad/teary eyed, so the medication was changed to dilaudid and it was like a light bulb went off and the patient was doing so much better. The patient was happy with the therapy.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.